Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a fragment was removed from patient's eye one month after the initial procedure. The reporter's analysis showed that the fragment was from a plastic tip wrench. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the reporter advised a foreign body may have been removed, which was observed during a follow up after surgery which had taken place in (B)(6) 2016. Additional, related information was requested but was not obtained. However, the customer has agreed to return the handpieces in with an exception that they get returned to the customer. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the infiniti system contributed to the reported event.¿ no further information was able to be obtained from this customer. However, handpiece and particulates were returned for the analysis review. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 28, 2013. Based on quality assurance assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. The internal threads of the handpiece horn was observed under the microscope and found no burrs or splinters. A particulate test was performed by sending found particle results to chemistry for analysis. A filter slide with particulates was received for analysis. The analysis of the filter revealed dark fibers and black particles. The 1mm dark fibers were isolated and analyzed using the microscopic fourier transform infrared spectroscopy (micro ft-ir). An analysis of the black fibers¿ ir spectra when compared to a library of spectra finds the best match to be wypall (paper). The 1.36 mm black particles were also isolated and analyzed using the micro ft-ir. An analysis of black particles¿ ir spectra when compared to a library of spectra finds the closest matches to be polyester. A flow rate test found the handpiece to meet specifications. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at (B)(4) ultrasonic and torsional power. An analysis of data showed no tuning failures after a total of (B)(4) tunes. The stroke test found the handpiece to meet alcon specifications. The particulate test performed by chemistry analysis, and the particulates were found to be wypall (paper) and polyester. These materials are not used in the making of the handpiece. In addition, the data was reviewed and showed that the handpiece has been used more than (B)(4) times, eliminating the handpiece design as the root cause. Based on the results of this investigation, the reported event of handpiece particulates emitted was unable to be confirmed as the particulates retained are not used in the making of the handpiece. The source of the ¿particulate materials¿ were confirmed not to have come from the handpiece. Therefore, the handpiece is not suspected as a contributor to the reported event. (B)(4). As the customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report. As such, a visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).